Event description:
It was reported that the patient developed an infection at both incision sites following implant. The patient was treated with both oral and injectable antibiotics. The patient saw her physician the day prior to report and it was confirmed the infection had cleared up. The patient was receiving effective symptom relief.

Manufacturer narrative:
Product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead; product ID 37744, serial # (B)(4); product type programmer, product ID 3550-p4, lot # n266669, implanted: (B)(6) 2012; product type accessory.